Event description:
Pt went to or for insertion of groshong catheter. While the sheath slitter was being used to separate the sheath from the catheter, a portion of the catheter was sheared off and migrated intravenously. This remnant required fluroscopy-assisted surgical removal. The design of the sheath slitter may have contributed to the event.